Event description:
A malfunction occurred with the pump, identified by malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, which is still under warranty, and instructed the customer to use multiple daily injections as a backup therapy. The customer was informed on how to place the pump into storage mode before returning it and agreed to send the faulty device back using a pre-paid label within 10 days.